Manufacturer narrative:
Patient information was not available. A medtronic field service engineer went to the site and evaluated the system. He changed the ias (image acquisition system) collimator because it had gotten stuck. O-arm passed all subsequent testing and was fully functional.

Event description:
A surgeon reported that during a spinal surgery, the o-arm ias (image acquisition system) was showing 'initializing collimator' message after initial boot up. They rebooted system without resolution. Surgeon discontinued use of navigation and o-arm imaging. A c-arm was used to complete the case. No harm to patient. Delay of less than an hour.

Manufacturer narrative:
The collimator was returned to the manufacturer for analysis. Visual inspection passed. The collimator was installed in a test imaging system. The system readied, collimation was operable, and both 2d and 3d imaging were successful at each start. An audible rumble noise was observed when filter travel occurs. The motor is not smooth. Placed collimator on collimator test fixture and the collimator passed. The device was found to be fully functional. The reported event could not be duplicated by medtronic personnel.